Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. A review of the event history log did not show evidence of the reported product problem. The customer reported product problem could not be replicated during testing. The investigator inspected the pump and performed functional tests. The pump passed all test. Further investigation found no remodulin or other chemicals/materials deposited on the pump. In addition, the cartridge was not found to be stuck or jammed at the bottom of the pump. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the cartridge, containing remodulin, got jammed in the cadd ms3 pump. The cartridge was stuck at the bottom of the pump, and a portion of it broke off. The remodulin (10 mg/ml), a life-sustaining medication, leaked all over the cassette. The product problem occured during patient use. The patient used their backup pump to resolve the issue. No patient injury or complications were reported in relation to this event.